Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in set) and se 2367 while on the home choice (hc) device during use during dwell 2 of 3. The baxter technical representative (tsr) explained the message to the care giver(cg) and informed them to use a manual bag. The tsr documented that the unused lines were not clamped. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy. The cause was use error. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.